Manufacturer narrative:
(B)(4)

Event description:
It was reported that premature battery depletion was observed. Device replacement was scheduled. No further information available.

Event description:
New information received indicated the event was observed during a routine device check. No intervention was reported. Patient condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient presented for a device change out procedure with a backup vvi device. The physician will change out the device with a magnet.

Event description:
Additional information received indicated that the device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion/non-communication was confirmed in the laboratory due to a high device current usage. The device was tested on the bench and no anomalies were observed. The cause of the high device current usage remains undetermined.